Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 530 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer self-treated with the insulin pump. Customer stated they had questions about their sensors and having high blood glucose levels. No troubleshooting was performed, as customer self-treated prior. Nothing was returned or shipped.